Event description:
No blood glucose levels reported. The customer reported that there were cracks on the around the display of the insulin pump. No additional information was provided.

Manufacturer narrative:
Findings: cracked case at lcd window corners noted. Cannot perform displacement test due to unresponsive button (act button) from corroded keypad traces. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address/serial number label.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)